Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe insulin dripping out of the infusion tubing during the load fill tubing sequence. The customer noticed that the luer lock connection was crooked and no insulin was observed to be leaking out of the luer lock. The luer lock connection was reconnected resolving the issue. The customer's blood glucose level was 202mg/dl.